Event description:
It was reported that the patient presented to the hospital with symptoms of dizzyness and lightheadedness. The pulse generator exhibited intermittent loss of ventricular capture. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.